Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data, but the data evaluation confirmed a permanent signal loss. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had voltage. A functional test was performed on the transmitter and it passed. The shared data log was reviewed and did not contain a bluetooth pairing failure event, but the data evaluation did confirm a permanent loss of connection. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.